Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to atrial tachy response (atr) episodes with possible atrial flutter events and two stored non-sustained ventricular tachycardia (nsvt) episodes. Upon review of the atr episodes, technical services (ts) explained that the atrial flutter that initiated atr had broke prior to the resulting mode switch. The device then stayed in a non-tracking mode for 48 minutes because the exit count was not met. Additionally, the beats marked as atrial fibrillation (af) were above the atrial flutter response (afr) trigger rate, and inappropriate pacing was noted. Upon review of the nsvt episodes, it was determined that there was oversensed electrocautery noise with pacing inhibition that occurred during a portacath placement procedure. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD remains in service. No adverse patient effects were reported, and the patient was not pacer dependent.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to atrial tachy response (atr) episodes with possible atrial flutter events and two stored non-sustained ventricular tachycardia (nsvt) episodes. Upon review of the atr episodes, technical services (ts) explained that the atrial flutter that initiated atr had broke prior to the resulting mode switch. The device then stayed in a non-tracking mode for 48 minutes because the exit count was not met. Additionally, the beats marked as atrial fibrillation (af) were above the atrial flutter response (afr) trigger rate, and inappropriate pacing was noted. Upon review of the nsvt episodes, it was determined that there was oversensed electrocautery noise with pacing inhibition that occurred during a portacath placement procedure. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD remains in service. No adverse patient effects were reported, and the patient was not pacer dependent.